Event description:
One high top polyaxial screw assembly broke post operatively. It was detected during a follow up visit on an x-ray. The date when the screw was broken is unk. The scheduled revision surgery to remove the broken screw is unk.

Manufacturer narrative:
Eval of the device history record for part number 62165-45 lot number 616264 do not reveal any quality concerns. A visual examination of the requested x-rays of the pt was performed by engineering. The broken screw was confirmed. The eval of the x-ray appears to indicate that the pt had a non-union at the site of the screw breakage. An eval of the x-rays was inconclusive as to root cause. The initial report from the surgeon mentioned that the pt was not wearing her lso brace after the surgery and this may have contributed to the incident. The zodiac instructions for use (ins-025) contains instructions such as: postoperative management: postoperative management by the surgeon, including instruction and warning and compliance by the pt, of the following is essential. The surgeon should instruct the pt regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development. In the case of delayed, mal-, or non-union of bone, the pt must continue to be immobilized in order to prevent bending, dislocation, or breakage of the implant devices. Immobilization should continue until a complete bone fusion mass has been developed and confirmed.